Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: coolflow pump: model: m-5491-02, serial #: (B)(4). Lasso catheter: model: d-1220-39-s, lot #: 15823297l. Acunav catheter - distributed product ; model #: m-5723-01, lot #: OEM_m-5723-01. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No.: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in the ICU in stable condition. Per the bwi field representative, the nurse stated at the beginning of the case, aberrant messages were being relayed from the stockert 70 system to the (B)(4) recording system. One of the messages displayed that the power settings were 74 watts on the (B)(4) recording system. The nurse could not confirm if this power setting was the same on the stockert 70 system as it was on the (B)(4) recording system. The bwi field representative reported that the serial cable from the stockert 70 system to the global port was replaced with no resolution and that when the global port was replaced, the issue mentioned above resolved. Upon request, additional information was provided on the event by the bwi field service engineer. The event occurred during the ablation phase. The physician¿s opinion regarding the causality of the perforation/tamponade was the steam pop. There were no other factor that might have contributed to the cardiac perforation/tamponade event. The physician did not experience any difficulty in manipulating the catheter. It was unknown how many ablation applications were delivered to the patient before the event. The rf generator set to ¿power-control¿ mode. The power setting and temperature cut off setting were unknown. The flow setting was set to 30ml/min. The act maintained during the procedure was >350. The sj sheath was used.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in the ICU in stable condition. Per the bwi field representative, the nurse stated at the beginning of the case, aberrant messages were being relayed from the stockert 70 system to the pruka recording system. One of the messages displayed that the power settings were 74 watts on the pruka recording system. The nurse could not confirm if this power setting was the same on the stockert 70 system as it was on the pruka recording system. The bwi field representative reported that the serial cable from the stockert 70 system to the global port was replaced with no resolution and that when the global port was replaced, the issue mentioned above resolved. Upon request, additional information was provided on the event by the bwi field service engineer. The event occurred during the ablation phase. The physician¿s opinion regarding the causality of the perforation/tamponade was the steam pop. There was no other factor that might have contributed to the cardiac perforation/tamponade event. The physician did not experience any difficulty in manipulating the catheter. It was unknown how many ablation applications were delivered to the patient before the event. The rf generator set to ¿power-control¿ mode. The power setting and temperature cut off setting were unknown. The flow setting was set to 30ml/min. The act maintained during the procedure was >350. The sj sheath was used. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.